Event description:
This is an international report of a system error 2240 that appeared on the homechoice (hc) unit during 1st drain of 6 cycles. A leak from the patient line was observed. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set) a leak from the patient line was observed. Actual sample was received in reference to se 2240. The reported problem is confirmed; visual inspection found the molded port was separated from the patient line. The lot number is unknown; therefore a batch review cannot be performed. This issue is being investigated through CAPA.